Event description:
The customer reported that the scope was broken and looked like some rods inside are broken. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported issue was confirmed. The device evaluation found broken optical lenses. In addition the device evaluation also found that there was debris under the eye piece window cover glass. And there were dents found on the distal edge of the object window. Scratches were also found on the distal end of the outer tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated fields: h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, the damage to the device was attributed to user error, improper handling as well as application of excessive force. In general, the customer is required to check the function of all devices used prior to a procedure. Additionally, according to the instructions for use (IFU), a suitable replacement device must be provided during an application. Olympus will continue to monitor field performance for this device.